Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the device could not properly mesh. The unit's clearance was calibrated and resolved the reported issue review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. Corrective actions were previously initiated to address this issue. The event is confirmed.

Event description:
No additional event info.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the device could not properly mesh during kit inspection. No adverse events were reported as a result of this malfunction.